Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the noise over-sensing in right ventricular (rv) lead resulted in pacing inhibition. Programming changes were made. The patient was in stable condition.